Event description:
Health professional reported pt in (B)(4) study experienced "states she was hit c/ a soccer ball around port area in (B)(6) 2011. Pt states she bruised approx one to two inches above port area and a quarter size in diameter. Pt states port remained tender and on (B)(6) 2011, pt was picking up a child whose foot hit port area and cause a 'pinhole' opening at port site. On (B)(6) 2011, port was removed. Port was clinically infected but culture showed no growth." Band remains implanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/07/2013. The product associated with this report will not be returned. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Port site pain and infection are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of port site pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."